Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, migration, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. Additionally, severe force applied to the implant, and excessive twisting, bending, or stretching have been ruled out. However, the patient has psychological concerns. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity due to psychological concerns (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported loss of therapy. After increasing the transmitter settings, the patient reported less pain in their feet. However, the patient is reportedly experiencing overstimulation in the morning and evenings when laying down on their back and stretching out their legs. The stretching leads to cramping in their calves and feet locking up. The transmitter settings were decreased and the patient will follow-up with their physician on (B)(6) 2024. The patient followed up with their physician and the transmitter settings were not changed. The patient is on a placebo program and due to psychological concerns, the transmitter settings were not changed. The patient was provided a replacement transmitter assembly and no other issues have been reported.